Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's sensor glucose reading was 267 mg/dl but her blood glucose level was over 400 mg/dl. The customer would do a correction bolus but it would say no correction needed. It was over 3 hours so she needed a correction. The week before her blood glucose level dropped to 32 mg/dl. Her spouse turned the insulin pump off and gave her a glucagon shot. The insulin pump had cracks on the lcd screen and across it, above the b button. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window. No unexpected low reservoir anomaly was noted during our testing.